Event description:
During baxter's functionality testing of a spectrum pump, the device did not detect a downstream occlusion on the high setting during rite testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the downstream occlusion message, which was confirmed but not reproduced. The time it took for the message to display was found to be delayed, and out of specification. The downstream sensor was identified as the failing component and was replaced.